Event description:
Complainant alleged that while attempting to treating a patient (age & gender unknown), the device displayed a "pacer defib device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed all testing including full functionality testing without duplicating the report.. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.